Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("essure implants had migrated into the patient's uterus") and endometriosis ("discovery of her endometriosis/ endometriosis progressed rapidly") in a 36 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pruritus ("itching all over her body."). In (B)(6) 2016 she experienced endometriosis (seriousness criterion hospitalisation), dyspnoea ("dyspnea"), pleural effusion ("pleural effusion"), visual impairment ("decreased vision"), diarrhoea ("chronic diarrhea"), eosinophilic colitis ("eosinophilic colitis"), fatigue ("fatigue/ intense fatigue") and memory impairment ("memory problems"). On (B)(6) 2016 she experienced device expulsion (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced gastrointestinal pain ("digestive pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("persistent vaginal bleeding"), rectal haemorrhage ("rectal bleeding"), dysmenorrhoea ("pain with metrorrhagia"), intermenstrual bleeding ("pain with metrorrhagia") and depression ("depression"). The patient was hospitalised for 2 days (dates unknown). The patient was treated with surgery (total hysterectomy on 31jan2017 where implants removed vaginally and d bilateral oophorectomy). On 31-jan-2017, device expulsion had resolved. At the time of the report, the endometriosis, pruritus, diarrhoea, eosinophilic colitis, fatigue, memory impairment, gastrointestinal pain, arthralgia, abdominal pain, vulvovaginal pain, vaginal haemorrhage, rectal haemorrhage, dysmenorrhoea, intermenstrual bleeding and depression had not resolved. The outcomes for dyspnoea, pleural effusion and visual impairment were unknown. The reporter considered abdominal pain, arthralgia, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspnoea, endometriosis, eosinophilic colitis, fatigue, gastrointestinal pain, intermenstrual bleeding, memory impairment, pleural effusion, pruritus, rectal haemorrhage, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure administration. The reporter commented: on 10-oct-2016 surgery to remove the patient's implants was performed. The operative report states that a bilateral adnexectomy was performed by laparoscopy. However, the operation did not allow the essure device to be removed. The tests performed indicated a bilateral salpingectomy. The patient's organs, sent for analysis, were not identified as pathological. On (B)(6) 2017, the patient underwent a hysterectomy where the essure implants were finally removed vaginally. In addition to these psychological and physical consequences, the patient's professional and personal life also suffered many obvious impacts as a result of these implant operations, bilateral adnexectomy and hysterectomy. The patient's endometriosis progressed rapidly, so an oophorectomy was scheduled for (B)(6) 2021. However, on 05-oct-2021, the patient experienced an endometriosis crisis. Despite this episode, the scheduled bilateral oophorectomy was performed. However, complications occurred during the operation due to the discovery of persistent inflammation (pus, peritonitis on ovary). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: CT scan of abdomen confirmed the "absence of metallic foreign body" [x-ray] on (B)(6) 2016: revealed that the essure implants had migrated into the patient's uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("essure implants had migrated into the patient's uterus") and endometriosis ("discovery of her endometriosis/ endometriosis progressed rapidly") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pruritus ("itching all over her body."). In (B)(6) 2016 she experienced endometriosis (seriousness criterion hospitalisation), dyspnoea ("dyspnea"), pleural effusion ("pleural effusion"), visual impairment ("decreased vision"), diarrhoea ("chronic diarrhea"), eosinophilic colitis ("eosinophilic colitis"), fatigue ("fatigue/ intense fatigue") and memory impairment ("memory problems"). On (B)(6) 2016 she experienced device expulsion (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced gastrointestinal pain ("digestive pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("persistent vaginal bleeding"), rectal haemorrhage ("rectal bleeding"), dysmenorrhoea ("pain with metrorrhagia"), intermenstrual bleeding ("pain with metrorrhagia") and depression ("depression"). The patient was hospitalised for 2 days (dates unknown). The patient was treated with surgery (total hysterectomy on (B)(6) 2017 where implants removed vaginally and d bilateral oophorectomy). On (B)(6) 2017, device expulsion had resolved. At the time of the report, the endometriosis, pruritus, diarrhoea, eosinophilic colitis, fatigue, memory impairment, gastrointestinal pain, arthralgia, abdominal pain, vulvovaginal pain, vaginal haemorrhage, rectal haemorrhage, dysmenorrhoea, intermenstrual bleeding and depression had not resolved. The outcomes for dyspnoea, pleural effusion and visual impairment were unknown. The reporter considered abdominal pain, arthralgia, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspnoea, endometriosis, eosinophilic colitis, fatigue, gastrointestinal pain, intermenstrual bleeding, memory impairment, pleural effusion, pruritus, rectal haemorrhage, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure administration. The reporter commented: on (B)(6) 2016 surgery to remove the patient's implants was performed. The operative report states that a bilateral adnexectomy was performed by laparoscopy. However, the operation did not allow the essure device to be removed. The tests performed indicated a bilateral salpingectomy. The patient's organs, sent for analysis, were not identified as pathological. On (B)(6) 2017, the patient underwent a hysterectomy where the essure implants were finally removed vaginally. In addition to these psychological and physical consequences, the patient's professional and personal life also suffered many obvious impacts as a result of these implant operations, bilateral adnexectomy and hysterectomy. The patient's endometriosis progressed rapidly, so an oophorectomy was scheduled for (B)(6) 2021. However, on (B)(6) 2021, the patient experienced an endometriosis crisis. Despite this episode, the scheduled bilateral oophorectomy was performed. However, complications occurred during the operation due to the discovery of persistent inflammation (pus, peritonitis on ovary). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: CT scan of abdomen confirmed the "absence of metallic foreign body" [x-ray] on (B)(6) 2016: revealed that the essure implants had migrated into the patient's uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("essure implants had migrated into the patient's uterus") and endometriosis ("discovery of her endometriosis/ endometriosis progressed rapidly") in a 36 year-old female patient who had essure inserted (lot no. E24128) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of miscarriage, parity 1 and multi gravida. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pruritus ("itching all over her body."). In (B)(6) 2016 she experienced endometriosis (seriousness criterion hospitalisation), dyspnoea ("dyspnea"), pleural effusion ("pleural effusion"), visual impairment ("decreased vision"), diarrhoea ("chronic diarrhea"), eosinophilic colitis ("eosinophilic colitis"), fatigue ("fatigue/ intense fatigue") and memory impairment ("memory problems"). On (B)(6) 2016 she experienced device expulsion (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced gastrointestinal pain ("digestive pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("persistent vaginal bleeding"), rectal haemorrhage ("rectal bleeding"), dysmenorrhoea ("pain with metrorrhagia"), intermenstrual bleeding ("pain with metrorrhagia") and depression ("depression"). The patient was hospitalised for 2 days (dates unknown). The patient was treated with surgery (total hysterectomy on (B)(6) 2017 where implants removed vaginally and d bilateral oophorectomy). On (B)(6) 2017, device expulsion had resolved. At the time of the report, the pruritus, dyspnoea, pleural effusion, diarrhoea, eosinophilic colitis, gastrointestinal pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage, rectal haemorrhage, dysmenorrhoea, intermenstrual bleeding and depression were resolving and the endometriosis, visual impairment, fatigue, memory impairment and arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspnoea, endometriosis, eosinophilic colitis, fatigue, gastrointestinal pain, intermenstrual bleeding, memory impairment, pleural effusion, pruritus, rectal haemorrhage, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure administration. The reporter commented: on (B)(6) 2016 surgery to remove the patient's implants was performed. The operative report states that a bilateral adnexectomy was performed by laparoscopy. However, the operation did not allow the essure device to be removed. The tests performed indicated a bilateral salpingectomy. The patient's organs, sent for analysis, were not identified as pathological. On (B)(6) 2017, the patient underwent a hysterectomy where the essure implants were finally removed vaginally. In addition to these psychological and physical consequences, the patient's professional and personal life also suffered many obvious impacts as a result of these implant operations, bilateral adnexectomy and hysterectomy. The patient's endometriosis progressed rapidly, so an oophorectomy was scheduled for (B)(6) 2021. However, on (B)(6) 2021, the patient experienced an endometriosis crisis. Despite this episode, the scheduled bilateral oophorectomy was performed. However, complications occurred during the operation due to the discovery of persistent inflammation (pus, peritonitis on ovary). Date of withdrawal: 1st attempt: failed: in (B)(6) 2016. 2nd attempt : successful : on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: CT scan of abdomen confirmed the "absence of metallic foreign body" [x-ray] on (B)(6) 2016: revealed that the essure implants had migrated into the patient's uterus. Lot number: e24128. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2022: medical records received. Patient medical history, product lot number, outcomes of events, reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("essure implants had migrated into the patient's uterus") and endometriosis ("discovery of her endometriosis/ endometriosis progressed rapidly") in a 36 year-old female patient who had essure inserted (lot no. E24128) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of miscarriage, parity 1 and multi gravida. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pruritus ("itching all over her body."). In (B)(6) 2016 she experienced endometriosis (seriousness criterion hospitalisation), dyspnoea ("dyspnea"), pleural effusion ("pleural effusion"), visual impairment ("decreased vision"), diarrhoea ("chronic diarrhea"), eosinophilic colitis ("eosinophilic colitis"), fatigue ("fatigue/ intense fatigue") and memory impairment ("memory problems"). On (B)(6) 2016 she experienced device expulsion (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced gastrointestinal pain ("digestive pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("persistent vaginal bleeding"), rectal haemorrhage ("rectal bleeding"), dysmenorrhoea ("pain with metrorrhagia"), intermenstrual bleeding ("pain with metrorrhagia") and depression ("depression"). The patient was hospitalised for 2 days (dates unknown). The patient was treated with surgery (total hysterectomy on (B)(6) 2017 where implants removed vaginally and bilateral oophorectomy). On (B)(6) 2017, device expulsion had resolved. At the time of the report, the pruritus, dyspnoea, pleural effusion, diarrhoea, eosinophilic colitis, gastrointestinal pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage, rectal haemorrhage, dysmenorrhoea, intermenstrual bleeding and depression were resolving and the endometriosis, visual impairment, fatigue, memory impairment and arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspnoea, endometriosis, eosinophilic colitis, fatigue, gastrointestinal pain, intermenstrual bleeding, memory impairment, pleural effusion, pruritus, rectal haemorrhage, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure administration. The reporter commented: on (B)(6) 2016 surgery to remove the patient's implants was performed. The operative report states that a bilateral adnexectomy was performed by laparoscopy. However, the operation did not allow the essure device to be removed. The tests performed indicated a bilateral salpingectomy. The patient's organs, sent for analysis, were not identified as pathological. On (B)(6) 2017, the patient underwent a hysterectomy where the essure implants were finally removed vaginally. In addition to these psychological and physical consequences, the patient's professional and personal life also suffered many obvious impacts as a result of these implant operations, bilateral adnexectomy and hysterectomy. The patient's endometriosis progressed rapidly, so an oophorectomy was scheduled for (B)(6) 2021. However, on (B)(6) 2021, the patient experienced an endometriosis crisis. Despite this episode, the scheduled bilateral oophorectomy was performed. However, complications occurred during the operation due to the discovery of persistent inflammation (pus, peritonitis on ovary). Date of withdrawal: 1st attempt: failed: in (B)(6) 2016. 2nd attempt : successful : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: CT scan of abdomen confirmed the "absence of metallic foreign body" [x-ray] on (B)(6) 2016: revealed that the essure implants had migrated into the patient's uterus. ~lot number: e24128, UDI: (B)(4), production date: 2015-08-18, and expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("essure implants had migrated into the patient's uterus") and endometriosis ("discovery of her endometriosis/ endometriosis progressed rapidly") in a 36 year-old female patient who had essure inserted (lot no. E24128) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, dyspareunia, miscarriage, parity 1 and multi gravida. Previously administered products included: triella. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pruritus ("itching all over her body."). In (B)(6) 2016 she experienced endometriosis (seriousness criterion hospitalisation), dyspnoea ("dyspnea"), pleural effusion ("pleural effusion"), visual impairment ("decreased vision"), diarrhoea ("chronic diarrhea"), eosinophilic colitis ("eosinophilic colitis"), fatigue ("fatigue/ intense fatigue") and memory impairment ("memory problems"). On (B)(6) 2016 she experienced device expulsion (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced gastrointestinal pain ("digestive pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("persistent vaginal bleeding"), rectal haemorrhage ("rectal bleeding"), dysmenorrhoea ("pain with metrorrhagia"), intermenstrual bleeding ("pain with metrorrhagia"), depression ("depression"), pelvic pain ("pelvic pain female") and adenomyosis ("adenomyosis"). The patient was hospitalised for 2 days (dates unknown). The patient was treated with surgery (total hysterectomy on (B)(6) 2017 where implants removed vaginally and bilateral oophorectomy). On (B)(6) 2017, device expulsion had resolved. At the time of the report, the pruritus, dyspnoea, pleural effusion, diarrhoea, eosinophilic colitis, gastrointestinal pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage, rectal haemorrhage, dysmenorrhoea, intermenstrual bleeding and depression were resolving and the endometriosis, visual impairment, fatigue, memory impairment and arthralgia had not resolved. The outcomes for pelvic pain and adenomyosis were unknown. The reporter considered abdominal pain, adenomyosis, arthralgia, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspnoea, endometriosis, eosinophilic colitis, fatigue, gastrointestinal pain, intermenstrual bleeding, memory impairment, pelvic pain, pleural effusion, pruritus, rectal haemorrhage, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure administration. The reporter commented: on (B)(6) 2016 surgery to remove the patient's implants was performed. The operative report states that a bilateral adnexectomy was performed by laparoscopy. However, the operation did not allow the essure device to be removed. The tests performed indicated a bilateral salpingectomy. The patient's organs, sent for analysis, were not identified as pathological. On (B)(6) 2017, the patient underwent a hysterectomy where the essure implants were finally removed vaginally. In addition to these psychological and physical consequences, the patient's professional and personal life also suffered many obvious impacts as a result of these implant operations, bilateral adnexectomy and hysterectomy. The patient's endometriosis progressed rapidly, so an oophorectomy was scheduled for (B)(6) 2021. However, on (B)(6) 2021, the patient experienced an endometriosis crisis. Despite this episode, the scheduled bilateral oophorectomy was performed. However, complications occurred during the operation due to the discovery of persistent inflammation (pus, peritonitis on ovary). Date of withdrawal: 1st attempt: failed: in (B)(6) 2016. 2nd attempt : successful : (B)(6) 2017. According to the patient¿s gynecologist, there was no obvious link between essure and the worsening of her digestive symptoms the patient requested the removal of essure; according to the patient her symptoms (pleural effusion, diarrhea) were due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.046 kg/sqm. [Computerised tomogram] on (B)(6) 2017: CT scan of abdomen confirmed the "absence of metallic foreign body" [ultrasound scan] on (B)(6) 2017: haemorrhagic follicle (size 30mm) [x-ray] on (B)(6) 2016: revealed that the essure implants had migrated into the patient's uterus. ~lot number: e24128, UDI: (B)(4), production date: 2015-08-18 and expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical record received. Event pelvic pain & adenomyosis added. Reporter causality comment updated. Medical history & historical drug added. Patient details updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("essure implants had migrated into the patient's uterus") and endometriosis ("discovery of her endometriosis/ endometriosis progressed rapidly") in a 36 year-old female patient who had essure inserted (lot no. E24128) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of miscarriage, parity 1 and multi gravida. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pruritus ("itching all over her body."). In (B)(6) 2016 she experienced endometriosis (seriousness criterion hospitalisation), dyspnoea ("dyspnea"), pleural effusion ("pleural effusion"), visual impairment ("decreased vision"), diarrhoea ("chronic diarrhea"), eosinophilic colitis ("eosinophilic colitis"), fatigue ("fatigue/ intense fatigue") and memory impairment ("memory problems"). On (B)(6) 2016 she experienced device expulsion (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced gastrointestinal pain ("digestive pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("persistent vaginal bleeding"), rectal haemorrhage ("rectal bleeding"), dysmenorrhoea ("pain with metrorrhagia"), intermenstrual bleeding ("pain with metrorrhagia") and depression ("depression"). The patient was hospitalised for 2 days (dates unknown). The patient was treated with surgery (total hysterectomy on (B)(6) 2017 where implants removed vaginally and d bilateral oophorectomy). On (B)(6) 2017, device expulsion had resolved. At the time of the report, the pruritus, dyspnoea, pleural effusion, diarrhoea, eosinophilic colitis, gastrointestinal pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage, rectal haemorrhage, dysmenorrhoea, intermenstrual bleeding and depression were resolving and the endometriosis, visual impairment, fatigue, memory impairment and arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspnoea, endometriosis, eosinophilic colitis, fatigue, gastrointestinal pain, intermenstrual bleeding, memory impairment, pleural effusion, pruritus, rectal haemorrhage, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure administration. The reporter commented: on (B)(6) 2016 surgery to remove the patient's implants was performed. The operative report states that a bilateral adnexectomy was performed by laparoscopy. However, the operation did not allow the essure device to be removed. The tests performed indicated a bilateral salpingectomy. The patient's organs, sent for analysis, were not identified as pathological. On (B)(6) 2017, the patient underwent a hysterectomy where the essure implants were finally removed vaginally. In addition to these psychological and physical consequences, the patient's professional and personal life also suffered many obvious impacts as a result of these implant operations, bilateral adnexectomy and hysterectomy. The patient's endometriosis progressed rapidly, so an oophorectomy was scheduled for (B)(6) 2021. However, on (B)(6) 2021, the patient experienced an endometriosis crisis. Despite this episode, the scheduled bilateral oophorectomy was performed. However, complications occurred during the operation due to the discovery of persistent inflammation (pus, peritonitis on ovary). Date of withdrawal: 1st attempt: failed: in (B)(6) 2016. 2nd attempt : successful : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: CT scan of abdomen confirmed the "absence of metallic foreign body" [x-ray] on (B)(6) 2016: revealed that the essure implants had migrated into the patient's uterus. Lot number: e24128, UDI: (B)(4), production date: 2015-08-18, expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.